Event description:
During a patient use event, the user is stating the device did not detect and advise a shock on a shockable rhythm. The patient did have a pacemaker. The patient did not survive.

Manufacturer narrative:
(B)(4).